Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was calling from the emergency department waiting treatment for a low blood glucose. The patient¿s last cgm/bg values were: cgm 96 mg/dl, bg 46 mg/dl. At the time of the call, the patient was alert and had experienced vomiting. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/19/2022. On (B)(6)2021, the patient was calling from the emergency department waiting treatment for a low blood glucose. The patient¿s cgm/bg values from 10-minutes prior to the call were: cgm 96 mg/dl, bg 46 mg/dl. At the time of the call, the patient was alert and reported vomiting. Follow up contact was made with the patient on (B)(6) 2021, the patient reported she had experienced a hyperglycemic prior to calling technical support from the emergency department. The patient had vomited, her cgm was in the 40s mg/dl; however, her bg was 480 mg/dl. She went to the emergency department (ed) for evaluation and was admitted to the hospital where she was treated with IV fluids and IV insulin. She was released the following day and recovered at home. No additional patient or event information is available.